Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis occurred instead of stent thrombosis as previously reported.

Event description:
Platinum diversity clinical study it was reported that angina, myocardial infarction (mi), and stent thrombosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the mid right coronary artery(rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.8mm. The target lesion was treated with pre-dilatation and placement of a 3.50x12mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0%. A non-target lesion was located in the proximal rca with 99% stenosis and was 10mm long. The non-target lesion had been previously treated with an unspecified stent which was revealed to be undersized with severe in-stent restenosis (isr) diffusely. The non-target lesion was treated for restenosis with a 3.5x12mm non-bsc stent. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented to the hospital with stent thrombosis and non st-elevation myocardial infarction (nstemi). The patient's symptoms included 10/10 discomfort and a 3-4 day history of increasing intermittent midsternal pressure-type discomfort and aching like pain. The patient was treated with nitroglycerin, which decreased the pain, and was admitted. The patient¿s work-up included stable vital signs, with no acute st-t changes or evidence of decompensated heart failure. Patient's troponin level was elevated and the nstemi location was inferior. An echocardiogram (ECG) showed normal left ventricular ejection fraction, 55% to 60%, elevated la pressure and mild concentric lvh with mild artery stenosis. The patient was treated with aspirin, clopidogrel, and beta blocker. The patient continued to experience chest comfort. Two days from onset of symptoms, the patient was transferred to another facility for cardiac catheterization. On the following day, patient's coronary angiography revealed 95% stent thrombosis of the previously placed 3.50x12mm promus premier¿ stent in mid rca. The lesion was treated with balloon angioplasty and a 3.50x15mm non-bsc stent, resulting in was 0% residual stenosis. No complications were reported and post procedure, stem and stent thrombosis were considered resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel. The principal discharge diagnosis was unstable angina.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).